Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26, indicating an occlusion issue, which caused the blood glucose level to read "high." The customer administered a correction bolus via the pump and did not require third-party assistance. Tandem technical support instructed the customer on several corrective steps, including disconnecting and holding the tubing in a specific position to deliver boluses, and they guided the caller through refilling and loading a new cartridge. Despite recurring occlusion alarms, there were no visible cracks or damage to the cartridge. The customer was informed about possible temperature change effects and agreed to replace supplies as necessary to resume insulin therapy.